Event description:
The customer original returned her olympus maintenance unit due to a connection issue noted during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the inlet was broken and leaking. This report is being submitted to capture the broken and leaking inlet discovered during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The unit was difficult to connect an air gauge to due to corrosion on the scope socket and air joint. Additionally, air pressure fluctuated intermittently during the evaluation due to a worn out air pump and rusted metal plate. There was no light on for the main switch, and the plastic cover was torn. The ac inlet was broken and pushed in. The bottom chassis as well as the top cover were corroded. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.